Manufacturer narrative:
Report source: article titled, "vertebral osteitis adjacent to kyphoplasty" by daniel wendling, michel runge, eric toussirot, ewa bertolini, clement prati. Device not returned, followed up with author.

Event description:
In an article titled "vertebral osteitis adjacent to kyphoplasty", the following event was reported: a man, had a history of osteoporosis diagnosed and managed with intermittent bisphosphonate therapy. He had fractures of the l2 and l3 vertebras. Evaluation for worsening pain in the back and low back led to the diagnosis of a fracture of t12. He had persistent incapacitating pain despite symptomatic treatment, and t12 kyphoplasty was therefore performed. After some improvement over the first 10 days, he started to experience worsening pain with nocturnal exacerbations and lab evidence of inflammation. An MRI scan visualized change in the anterior part of t11, with no alterations of the t11/t12 disk. The images were suggestive of anterosuperior cement leakage from t12. The bisphosphonate treatment was restarted. An MRI scan performed 3 months later showed improvements in the signal abnormalities from t11 and a wedge-shaped anterior crush fracture of the body of t11. A follow up evaluation 9 months after the biopsy found no further changes in the clinical manifestations or imaging study findings. No add'l info was reported.